Manufacturer narrative:
It is unknown if the device will be returned for evaluation; a device history will be reviewed.

Event description:
The event involved a 12" (30 cm) ext set w/1.2 micron filter, clamp, rotating luer where the customer reported that the device leaked at the filter during patient use. There was patient involvement, a delay in therapy and the patient required a blood transfusion. Additional information is being requested. The exact date of the event is unknown.

Manufacturer narrative:
Investigation summary one (1) used sample list #b1115, 12" was returned for evaluation. As returned the tube was separated from the filter port on the filter. Both components were observed through uv light and no solvent marks were observed. The outer diameter of the separated tube was measured and is within specification. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Complaint of leaking is confirmed from the returned sample evaluation. The probable cause is due to an insufficient solvent applied during manual process assembly in ensenada.